Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited no image and cable malfunction. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely no image occurred due to cable malfunction. The most probable cause of cable malfunction is traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.